Event description:
Patient reported for right side ¿swollen lymph nodes¿, ¿have been very sick¿. Also reported ¿bladder cancer¿ which is not related to the device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event "lymphadenopathy¿ is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swollen lymph nodes.